Event description:
This notification was opened and reviewed due to a report that the patient's mother stated "the patient went to the hospital because according to nurse, alarm never went off. Nurse was transferring patient from wheelchair to bed via hoyer lift. Nurse told mom that by the time patient was on bed, patient was blue and not breathing. Patient had to be bagged until paramedics came. Patient was then taken to hospital. Did see a high respiratory rate and disconnect alarm on the machine." Based on the information currently provided and available, the device caused and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are in process to disposition device cause and/or contribution to the patient harm incurred. Philips is conducting good faith efforts to gather additional and clarifying information. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.